Manufacturer narrative:
Investigation of the returned product determined the cause to be isolated to the battery holder. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated. Meter did not power on with button depression or with strip insertion. The meter was sent for further investigation and de-cased. Upon visual inspection a broken battery pin was observed. The complaint is not confirmed due to a use error.

Event description:
Customer initially reported that their adc meter has a display issue. The product was returned and investigated and a blank screen was observed. This MDR is being submitted due to returned product investigation results. There was no report of death, serious injury or mistreatment associated with this event.